Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged issue: for cutting a figure of eight, to be shifted from the hole formed the first time, when the doctor tried to open the hole the second time, the apical end or tip was not returning well. The report indicated that there was no pt injury.